Manufacturer narrative:
Patient was also treated with medication. Cec adjudicated the revascularisation event as related to device, not related to procedure or drug.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid/dist sfa of the left leg (l1). Approximately 15 months post index procedure the patient suffered stenosis of the left sfa (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated one day later with a powercross balloon and an in.pact admiral deb to l1. Outcome is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.